Event description:
Nurse called to report a hospitalization due to high blood glucose. The current blood glucose reading is 140 mg/dl. The blood glucose reading increased to 360 mg/dl, customer eats and treats, then the blood glucose drops to 45 mg/dl. Customer has been experiencing low blood glucose for the past year. Customer stated that paramedics were called to treat a blood glucose of 40 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.